Event description:
Manufacturer's local lab observed the lancet protrudes beyond the end cap of the multiclix device. Replacement was sent.

Manufacturer narrative:
The event occurred in france.

Event description:
The customer reported that he was taken to the hospital for high blood glucose of 501mg/dl. The customer stated that he was exposed to high temperatures and his glucose level rose after a few hours of being in the sun. No further information was provided.